Event description:
The manufacturer was contacted in reference to a dreamstation device. The customer alleges that the humidifier on the device has not been heating for a couple of months. The patient has been coughing up a lot of green phlegm, has throat irritation, and his doctor prescribed him an antibiotic due to a respiratory infection. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.